Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to field: d8, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection; however, the device was evaluated in the field. Therefore, the customer's reportable malfunction of intermittent images due to power loss was confirmed and was able to be reproduced. Based on the results of the investigation, it is likely that the event occurred due to cable deterioration and loosening. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had intermittent images due to power loss. The issue occurred during a diagnostic colonoscopy procedure. The power returned when the scope cable was shaken. The procedure was completed using the same set of equipment. There were no reports of patient harm.